Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm. The customer reported a blood glucose value of 303 mg/dl. The customer reported hyperglycemia, nausea, malaise, and diabetic ketoacidosis treated with IV insulin drip (intravenous insulin infusion), and in ems/ambulance/ER visit. The customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1810. The customer reported recurring insulin flow blocked alarms after troubleshooting. The customer has tried all remedies or does not want to troubleshoot recurring alarms. The customer reported high bgs. The customer has been using the insulin pump system within 48 hours of the reported high bg event. The customer declined to continue with troubleshooting. No further patient complications were reported. The product return status for mmt-1810 is unknown.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the boluses listed on the event date 18-jun-2024 in the pump history file. 06/18/2024 02:04:31.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 26000 (2.6 u) bolusamountdelivered: 26000 (2.6 u) 06/18/2024 02:50:05.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 20000 (2 u) bolusamountdelivered: 20000 (2 u) 06/18/2024 03:54:15.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 30000 (3 u) bolusamountdelivered: 30000 (3 u) 06/18/2024 04:29:25.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 60000 (6 u) bolusamountdelivered: 31500 (3.15 u) 06/18/2024 04:36:27.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 60000 (6 u) bolusamountdelivered: 31500 (3.15 u) 06/18/2024 05:01:41.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 90000 (9 u) bolusamountdelivered: 29500 (2.95 u) 06/18/2024 05:07:43.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 60000 (6 u) bolusamountdelivered: 60000 (6 u) 06/18/2024 07:26:19.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 22000 (2.2 u) bolusamountdelivered: 22000 (2.2 u) 06/18/2024 09:26:03.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 60000 (6 u) bolusamountdelivered: 60000 (6 u) please see below for the daily total of all insulin delivered on the event date 18-jun-2024 in the pump history file. 06/19/2024 00:00:00.000 dailytotals (60) dailytotalcollectionstarttime: 06/18/2024 00:00:00.000 dailytotalofallinsulindelivered: 535750 (53.575 u) dailytotalofbasalinsulindelivered: 225250 (22.525 u) dailytotalofbolusinsulindelivered: 310500 (31.05 u) there were no autosuspend (12) alarm noted in the pump history file. Please see below for the usersuspended (2) alarm listed on the event date 18-jun-2024 in the pump history file. 06/18/2024 08:20:47.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) 06/18/2024 13:39:35.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 18-jun-2024 in the pump history file. 06/14/2024 18:43:02.000 batteryremoved (55) 06/14/2024 18:43:02.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 06/14/2024 18:43:14.000 batteryinserted (44) 06/17/2024 15:38:13.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 06/17/2024 15:51:03.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 06/17/2024 15:59:51.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 06/17/2024 17:55:14.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 06/17/2024 18:33:41.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 06/17/2024 19:03:11.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 06/17/2024 19:18:11.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 06/18/2024 04:29:25.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 06/18/2024 04:36:27.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 06/18/2024 05:01:41.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. Nodelivery (7) - not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs/dka. Insulin flow blocked alarm/no delivery alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.